Event description:
After the initial reposition in (B) (6) 2007, the patient reported chest pain. The lead was found to have fallen into the same hole as the initial perforation, causing another perforation. The lead was explanted and replaced with a passive lead.